Event description:
Alertech noted that it was not able to ping the cvl acuity. Technical support called the customer to let them know that the system was unreachable and asked to help if they needed it. The customer called back and worked with tech support to troubleshoot the cvl cpu. It was frozen and refused to post when the power was cycled. Twelve patient primary system - loss of patient monitoring. No patient event. This resulted in the temporary loss of centralized patient monitoring; however, bedside monitoring was not affected. This event did not result in any patient harm.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.